Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that when a 50cc syringe is used in the device the system displays the message syringe plunger not seated correctly. However, when a 40cc syringe is used, the message does not appear. The event occurred during testing.

Manufacturer narrative:
H6. Codes: updated. H7. If remedial action initiated and h9 - correction/removal report no: corrected device evaluation: the customer reported when a 50-cc syringe is used in the device the system displays the message syringe plunger not seated correctly. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.